Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely a transmission with fake pause episodes. The pause egms displayed behavior consistent with loss of contact between the device electrode and tissue. No patient symptoms were reported. The patient will be monitored.